Manufacturer narrative:
The device was returned for analysis and a partial lead was returned. No additional testing could be performed as the lead was cut. Review and confirmation of manufacturing records was performed. All records indicate the device met specification prior to leaving greatbatch. Risk documentation was also reviewed, however, no conclusions could be drawn since the epicardial lead is implanted as part of a complex pacing system therefore making it very difficult to determine what caused the infection. In addition, the type of infection was not provided. It is unknown what caused or contributed to the infection. A root cause is not able to be determined at this time. Greatbatch is unable to determine if the subject device contributed to the event. All records including sterility indicate the device met specification prior to leaving greatbatch.

Event description:
"The patient was implanted with an ICD (B)(6) 2015 and the system was removed on (B)(6) 2016. The patient developed an infection between these times and is believed to be most likely due to the procedure. This is the same event as MDR 2183787-2017-00009.